Event description:
(B)(6). Date of event (B)(6) 2013. According to the information received, the wound care product became mushy and needed to be surgically removed from the wound. The patient had a wound with fistula formation on the abdomen and was treated with biatain alginate. On every 3rd day he went to the ambulance of the hospital to change the dressings. On every dressing change the product could not be removed from the wound in one piece because I had become mushy and the residue could not be removed completely by flushing the wound. 7-8 weeks later the wound has shown infection and further fistulas so the surgeon has decided to clean the wound surgically.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.